Event description:
Customer's mother called in reporting a no delivery alarm on her son's insulin pump. Customer's blood glucose is 91 mg/dl. In troubleshooting, insulin exited during a fixed prime. When changing the infusion set, the cannula was bent. During troubleshooting for high blood glucose, customer said he felt thirsty, tired, and had to use the restroom. The device had an inaccurate bolus history. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.